Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: during investigation, the pump powered on to a dim and discolored display. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum. This report is made based on results of investigation completed on 07-dec-2017.